Manufacturer narrative:
Medtronic received additional information that the pressure was increasing slowly. The pressures were measured in the circuit post o xygenator. Heparin dosing was monitored with an act instrument to achieve optimal therapeutic response. The act value was stable between 4.24-4.72 seconds. The temperatures pre oxygenator were between 32.2¿-33.2¿. Post oxygenator, the temperature was between 34.0¿-36.2¿. There was no issue with the cardiotomy venous reservoir (cvr) part of device. Medtronic received additional information that they insisted on using the device until they left from the operating table. Additional information d1 brand name: this field was updated. Additional information e1 first name, last name, facility name, street 1, street 2, city, postal code: these fields have been updated. Correction: medtronic received information that during use of a fusion oxygenator, it was reported that there was poor membrane oxygenation during surgery, low oxygen partial pressure, high carbon dioxide partial pressure, no leakage in the system. The customer increased flow to maintain the procedure. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir (cvr), it was reported that there was poor membrane oxygenation during surgery, low oxygen partial pressure, high carbon dioxide partial pressure, no leakage in the system. The customer increased flow to maintain the procedure. The use of the device was unknown. There was no adverse patient effect associated with this event.